Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant of a subcutaneous implantable cardioverter defibrillator (s-ICD), it took four tries to be able to induce the patient. Each time the induction button was pressed, it would only induce for 1.5 seconds, despite continuing to press the button for at least 4 seconds. The health care professional decided to induce atrial fibrillation (af) on the first try due to the induction delay. Ventricular fibrillation (vf) was induced with the last induction attempt and was successful converted. No adverse patient effects were reported.